Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis did not confirm the reported event. It was noted that the handles were worn. (B)(4).

Event description:
It was reported that the touch pen on the programmer was decalibrated. The pointer position on the screen does not match the stylus position. Recalibration was not possible. The touch pen was changed and the service disk was run and then boot up was performed. The programmer does not accept it in boot up. The programmer was later returned to the manufacturer for servicing. There was no patient involvement.